Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (300 mg/dl). After changing the supplies on the pump, the bg level increased from 246 to 250 mg/dl with a small level of ketones. A bolus via the pump and manual injections were used to address the bg level. The customer indicated that during the lunch bolus an incomplete bolus alert was received. The customer had entered the incorrect amount of carbohydrates into the pump, but the error was noted prior to delivering the bolus. Tandem customer technical support (cts) had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected. Cts advised the customer to consult with a healthcare provider regarding the high bg level.